Event description:
It was reported that during a wedge resection procedure, when the device fired, the strange noise sounded. The device, would not open and had to be cut off. The specimen was removed from the out of cavitas thoracis. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.